Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 13-may-2026, it was reported by a sales representative via (B)(4) that an ar-8400td torpedo's tip broke off during a case. A portion of the metal fragment was successfully retrieved from the shoulder joint; however, the remaining tip of the shaver could not be located and was left within the patient. Noticed during a case and able to complete with no patient effect.